Event description:
(B)(4). Hair loss; brain fog; chronic fatigue; chronic joint pain; lumbago; loss of libido; loss of sense of smell; magnesium deficiency; heavy menstrual bleeding; auto-immune disease; multiple allergies.